Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose event. Customer reported their blood glucose declined to 40 mg/dl. The customer stated the paramedics were called for this incident. Customer was treated with an IV of dextrose. It was found the customer accidentally delivered 15 units of insulin to their body, causing the low blood glucose. The customer declined to return the insulin pump for analysis.